Event description:
I had my initial set of breast implants placed in 1995. In 2004, I had a ruptured implant to the left side and replacement of implants. Starting 2005, I started having heart palpitations, chest pain, and back pain. Each year, things would come up such as numbness to feet, pain, migraines and nobody could diagnose why. I developed dysplasia in my uterus and required a hysterectomy in 2013. In 2016, I had a neck fusion and found out I have extremely soft bones and an additional surgery was needed. The last 2 years, my health has spiraled out of control. I¿ve gained 90 lbs along with a host of other issues leaving me almost bedridden. Im a rn and can no longer care for patients or my family. Fatigue or chronic fatigue. FDA safety report ID # (B)(4).